Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. Reportedly, the patient was using cocaine. Also, the patient's blood pressure increased. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that that this right ventricular (rv) lead perforated the heart wall. Reportedly, the patient was using cocaine. Also, the patient's blood pressure increased. This lead was explanted and replaced. No additional adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of perforation.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. Reportedly, the patient was using cocaine. Also, the patient's blood pressure increased. This lead was explanted and replaced. No additional adverse patient effects were reported. The product was returned for analysis.